Event description:
It was reported that during a colectomy procedure, the device was fired across the colon four times; the staple line opened and there were malformed staples. All the staples did deploy, however, there were malformed staples. Suture was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with four reloads present. The reloads were received fully fired and with the lockout spring normal. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.